Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent elevated blood glucose (bg over 500 mg/dl) and the cause was not known. The infusion set tubing and cannula were changed. Bolus via the pump was delivered to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check and no device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.